Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Customer reported that three no delivery alarms were returned during manual priming and one additional alarm during bolus. Blood glucose level was not provided at the time of the call. No further information was provided.